Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device was implanted on (B)(6) 2013. The operation was okay and lead impedance was ok. Later that day, the surgeon increased the output current from 0/25ma to 0.5 ma, but the patient felt symptoms so much that the settings were lowered back to 0.25ma. The next morning, the physician again tried to increase the output current to 0.5ma, without any problems from the patient. The surgeon increased the current again next time in the evening. On (B)(6), 2013, the patient said that he feels the stimulus. When the neurologist tried to increase the current, high impedance was seen. Per the report, the event started (B)(6) 2013. The event is related to vns stimulation.